Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular lead impedance was unstable and the sensing integrity count (sic) was high. Partial lead fracture was suspected. The device was reprogrammed to turn ventricular tachycardia (vt) detections off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the impedance trend on the rv (right ventricular) pacing lead was variable. The analyst noted the rv pacing impedance measured 1406 ohms with variable measurements down to 494 ohms. The ventricular sensing integrity counts up to 4548; with multiple non-sustained ventricular tachycardia (vt) episodes with evidence of lead noise oversensing.